Manufacturer narrative:
Plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a smoking/sparking fill valve component. The biomed also reported a burning smell. This was discovered when the mixer was turned on to make acid. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The fill valve was not the original fresenius part on the machine, as it was replaced a year ago. The biomed replaced the fill valve, control board, and wiring harness to resolve the machine issue. The biomed stated that the machine is back in service. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the smoking/sparking fill valve. The biomed confirmed that the fill valve has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a smoking/sparking fill valve component. The biomed also reported a burning smell. This was discovered when the mixer was turned on to make acid. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The fill valve was not the original fresenius part on the machine, as it was replaced a year ago. The biomed replaced the fill valve, control board, and wiring harness to resolve the machine issue. The biomed stated that the machine is back in service. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the smoking/sparking fill valve. The biomed confirmed that the fill valve has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 type of investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a smoking/sparking fill valve component. The biomed also reported a burning smell. This was discovered when the mixer was turned on to make acid. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The fill valve was not the original fresenius part on the machine, as it was replaced a year ago. The biomed replaced the fill valve, control board, and wiring harness to resolve the machine issue. The biomed stated that the machine is back in service. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the smoking/sparking fill valve. The biomed confirmed that the fill valve has been discarded and is not available to be returned to the manufacturer for physical evaluation.